Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called back to conduct the high pressure test. The insulin pump failed the high pressure test during troubleshooting. Advised the customer that her insulin pump would be replaced. Nothing further was reported.